Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that the uvc line infiltrated and a PICC line had to be inserted after.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.